Event description:
It was reported that 9 bd plastipak¿ luer-lok¿ syringes had a damaged package that compromised sterility. The following information was provided by the initial reporter: "failure in seal of the packages of 9 syringes, compromising the sterility of the material, because it has contact with the external environment (opened in the sides)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes . D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: photos, video and sample received for investigation, through the analysis of the samples sent by the customer it is possible to observe the incident reported by the customer. Possible root cause, due to the fall of bottom web on the equipment. In the simulations carried out on the equipment, it was possible to reproduce the defect, thus proving the root cause. Action plan include install and validate bottom web drop device on the packaging machine. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Failure in seal of the packages of 9 syringes, compromising the sterility of the material, because it has contact with the external environment (opened in the sides).